Event description:
It was reported that a pump has "air in line errors." It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and evaluation was completed. The unit was received inoperable due to customer reported system "air in line" due to a failed upstream sensor. There were occurrences of air in line alarms experienced during evaluation. The upstream sensor will be replaced.